Event description:
It was reported that while closing during a total knee procedure at the user facility fibers from device was found on the joint and had to re irrigate the knee to flush the fibers out. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that while closing during a total knee procedure at the user facility fibers from device was found on the joint and had to re irrigate the knee to flush the fibers out. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.